Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant and exhibited high capture thresholds. The ra lead was unable to implant due to patient anatomy. The ra lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were ¿lead could not be stably fixed¿ and high capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix fully extended and clogged with blood/tissue. After cleaning the helix, the helix could be retracted and extended by applying torque to the connector pin. The measured full helix extension length was within specification.